Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the ins recharger (insr) had a broken connector pin and is in the insr. The patient reported that the stimulation has stopped and their leg is starting to burn. The patient reported the pain clinic gave them some pain medication so they should be able to tolerate it.